Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had physical damage. Caller stated that the display was damage. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.